Event description:
Patient revised on (B)(6) 2021 approximately 6 weeks after primary surgery. Patient suffered periprosthetic fracture from fall, which led to dislocation. Surgeon explanted two cortical screws and a 135/145 36/+3 standard humeral cup, and then implanted 2 new cortical screws, a 36/+9 stability humeral cup, and a 135/145 reversed adapter for an extra +9mm of spacing.